Manufacturer narrative:
Failure analysis on the returned motor controller board found that the failure was caused by a bad brushless dc motor controller u27 (lot code: 124968.1). Replacement of u27 corrected this failure.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarming patient circuit occluded and the blower not running. The customer reported there was no patient involvement.